Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2011 due to higher than desired threshold and posterior position. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).